Manufacturer narrative:
The integrated electrosurgical unit (iesu) has been returned and evaluated by the failure analysis team. The reported failure (u-02 errors at start up) was confirmed and reproduced. The iesu was placed on an in-house system and was run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted unilateral inguinal hernia surgical procedure, site had a vision tower u-02 error message. The intuitive surgical inc.(isi) technical support engineer (tse) walked the customer through u-02 troubleshooting, but the error persisted. The tse inquired if the site had an available vision side cart (vsc) to switch out to and they did. While customer was retrieving the second vsc, the surgeon began the case using the vsc with the u-02 error. The customer was then not able to change out the faulting erbe vsc. The customer proceeded with the force triad unit for this case. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting error message on the vision side cart (vsc), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse verified the u-02 error on the integrated electrosurgical unit (iesu) start up and replaced the iesu. The system was tested and verified as ready for use. Isi has received the iesu involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.